Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt and perforates the inferior vena cava (ivc) wall. The patient reported becoming aware of perforation of filter struts into organs, mesenteric and tilting of the filter approximately fifteen years and five months post implant. The patient also reported repeated surgeries and stents put into the legs to open the veins; not being able to walk or exercise properly, painful dvts, pe, not being able to breath (shortness of breath), legs always hurting, copd and asthma due to pe, constant chest pain, use of a wheelchair and anxiety related to the filter. According to the medical record the patient had a history of multiple deep vein thrombosis (dvt), pulmonary embolism (pe), morbid obesity, asthma, chronic obstructive pulmonary disease, pulmonary hypertension (ph), chronic lower extremity edema due to ph and venous stasis, hypothyroidism, hypertension, coronary artery disease, atypical chest pain, multiple dvt¿s and pe¿s, gastroesophageal reflux and peptic ulcer disease, tobacco abuse (since age 11), seizure disorder, transient ischemic attack, myocardial infarction, congestive heart failure, diverticulosis, irritable bowel syndrome, chronic hypoxemic respiratory failure (home oxygen), urinary incontinence, type ii diabetes, fibromyalgia, hypercholesteremia, hysterectomy, anxiety, chronic pain and depression. The implant procedural details have not been provided. Approximately five years and five months post implant, a computed tomography (CT) angiogram of the chest was performed and reported no obvious pe identified. About seven years and eleven months post implant, the patient was seen to be cleared for bariatric surgery. The physician would not clear the patient due to the history of pulmonary embolism and thrombophilia, despite having a filter. Nine years and five months post implant, the patient was brought to the emergency room (ER) with shortness of breath and was ultimately intubated. Approximately twelve years post implant, a CT scan for kidney stone protocol and right lower quadrant pain, noted an ivc filter present in the ivc, two expanding stents in the common and external veins bilaterally. A CT of the chest noted low volume subsegmental pe in the right lower lobe. Twelve years and seven months post implant, the patient presented to the ER with complaints of chest pain, shortness of breath with a cough for three days prior to admission. The patient was found to have acute, recurrent pe and resulting acute asthma exacerbation. A CT of the abdomen and pelvis was performed for abdominal pain. Results of the scan noted an ivc filter below the level of the renal veins and just above an endoluminal stent graft involving the external, common, iliac veins and extending cephalad into the ivc, just caudal to the renal veins. No evidence of thrombus above the stent graft was noted. A venous duplex ultrasound of both lower extremities found no evidence of dvt. The patient was treated with lovenox and resumed aspirin and plavix and was discharged three days later. About fourteen years and eleven months post implant, a CT of the abdomen was performed for filter evaluation. Results of the scan noted the ivc filter positioned with the proximal tip just below the level of the renal veins. The tip is tilted anteriorly. The limbs of the filter penetrate the wall of the ivc without adjacent organ perforation. The proximal iliac venous stents are positioned within the central lumen of the vena cava filter. The limbs of the filter surround the proximal venous stents. There are prominent venous collaterals in the right lower quadrant. The filter was identified as a trapease filer. The product remains implanted and thus was not returned for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported events. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported events could not be confirmed or further clarified. There is nothing to suggest that the reported events are related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
The patient was reported to have a history of multiple deep vein thrombosis (dvt), pulmonary embolism (pe), morbid obesity, asthma, chronic obstructive pulmonary disease, pulmonary hypertension (ph), chronic lower extremity edema due to ph and venous stasis, hypothyroidism, hypertension, coronary artery disease, atypical chest pain, multiple dvt¿s and pe¿s, gastroesophageal reflux and peptic ulcer disease, tobacco abuse (since age 11), seizure disorder, transient ischemic attack, myocardial infarction, congestive heart failure, diverticulosis, irritable bowel syndrome, chronic hypoxemic respiratory failure (home oxygen), urinary incontinence, type ii diabetes, fibromyalgia, hypercholesteremia, hysterectomy, anxiety, chronic pain and depression. About five years and five months after the filter was implanted, a computed tomography (CT) angiogram of the chest was performed reporting no obvious pulmonary emboli identified. Other findings noted calcified plaques in the coronary arteries. About seven years and eleven months post implant, the patient was seen to be cleared for bariatric surgery. The physician would not clear the patient due to the history of pulmonary embolism and thrombophilia, despite having a filter. Nine years and five months after the filter was implanted, the patient was brought to the emergency room with shortness of breath and was ultimately intubated. Ten years and eight months post implant, a CT of the head was indicated for complaints of headache. Results were normal. About eleven years post implant, a CT scan indicated for kidney stone protocol noted an ivc filter present in the ivc, a periumbilical hernia and thoracic/lumbar spondylosis. About eleven years post implant, the patient was admitted to the hospital for acute exacerbation of copd and cardiomegaly. A chest -ray report noted an infusaport catheter from the right with the catheter tip in the lower superior vena cava. Approximately twelve years after filter implantation, a CT scan for kidney stone protocol and right lower quadrant pain, noted an ivc filter present in the ivc, two expanding stents in the common and external veins bilaterally. No hydronephrosis, mass or perirenal collection, atelectatic changes in the dependent lungs which are likely hypo ventilatory. A CT scan of the head, indicated for seizure, found no significant intracranial abnormalities, since the previous scan. A CT of the chest noted low volume subsegmental pe in the right lower lobe. About a month later, the patient presented to the emergency department (ed) with left sided chest discomfort with fever. CT scan was negative for pe; however, an upper lobe infiltrate was suspicious for pneumonia. The patient was treated for pneumonia one month prior. The patient was treated with antibiotics and discharged two days later. Twelve years and seven months after the filter was implanted, the patient presented to the hospital with complaints of chest pain, shortness of breath with a cough for three days prior to admission. The patient was found to have acute, recurrent pe and resulting acute asthma exacerbation. A CT of the abdomen and pelvis was performed for abdominal pain. Results of the scan noted an ivc filter below the level of the renal veins and just above an endoluminal stent graft involving the external, common, iliac veins and extending cephalad into the ivc, just caudal to the renal veins. No evidence of thrombus above the stent graft was noted. A venous duplex ultrasound of both lower extremities found no evidence of dvt. The patient was treated with lovenox and resumed aspirin and plavix and was discharged three days later. Ten days post discharge, the patient was treated at the hospital for pneumonia. A chest CT -pe study was performed for chest pain and shortness of breath. The results showed no evidence of acute pe, partially organized emboli, previously described, in the left lower lobe, cardiomegaly and advanced atherosclerotic changes, diffuse interstitial density throughout both lungs, likely infectious in etiology. A month later, the patient was admitted to the hospital for bronchitis exacerbation and approximately twenty days later had an office visit for dyspnea, cough, and fevers. The patient was prescribed antibiotics and renewal of inhalers. About fourteen years and eleven months after the filter was implanted, a CT of the abdomen was performed for filter evaluation. Results of the scan noted the ivc filter positioned with the proximal tip just below the level of the renal veins. The tip is tilted anteriorly. The limbs of the filter penetrate the wall of the ivc without adjacent organ perforation. The proximal iliac venous stents are positioned within the central lumen of the vena cava filter. The limbs of the filter surround the proximal venous stents. There are prominent venous collaterals in the right lower quadrant. Incidental findings noted hepatomegaly and umbilical hernia. Filter identified as a trapease filer. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts into organs, tilting of the filter and mesenteric perforation becoming aware of these events approximately fifteen years and five months after the filter implantation. The patient further reports having repeated surgeries and stents put into the legs to open the veins; not being able to walk or exercise properly if at all on some days, painful dvts, pe, not being able to breath (shortness of breath), legs always hurting, copd and asthmas due to pe, constant chest pain, use of a wheelchair and anxiety related to the filter.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Date of event: please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt and perforates the inferior vena cava (ivc) wall. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter tilted and perforates the inferior vena cava (ivc) wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.